Event description:
During routine maintenance testing, ohmeda svc rep noted anesthesia machine was leaking. Initial report into ohmeda hatfield office in UK-11/07/97. Report of info into ohmeda madison office-05/19/98. Confirmation of reportable event-06/10/98.